Event description:
On (B) (6) 2009, pt reported he had an occlusion on (B) (6) 2009, changed the infusion set and within 30 mins he received another e4 (occlusion) error. Pt reported he was unable to change the infusion set at that time "and left it connected". Pt reported that the infusion set would occlude every 6 hours; he would turn off the infusion device, untwist the tubing and connect again. Pt reported he just got home, gave a bolus and after 1 unit of insulin, he received the occlusion error. Pt stated he disconnected the tubing and again received the occlusion error. Pt reported he then removed the tubing and was able to successfully prime. Pt stated he has had 3 occlusion errors with this set of infusion sets. Sent replacement infusion sets; no product return was requested. On call back on (B) (6) 2009, pt reported he had one more e4 that occurred during basal delivery. Pt stated his blood glucose reading 300 mg/dl. Pt reported he changed the accessories out on his own and his blood glucose has returned to normal. Pt stated "it has to be scar tissue." He said he has been on pump therapy for 19 years. He is looking for "softer places" now and is not having as many occlusions. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.